Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, smoker, sinus perforation, pain, fistula, inflammation, mobility (2020_0173, 2020_0174 and 2020_0175 are same patient).